Event description:
A customer reported a sys message displayed when the dr depressed the footswitch. The event occurred during surgery. There is no known impact to the pt.

Manufacturer narrative:
The company rep examined the sys. The software was reloaded. The sys was then tested and met all product specs. The root cause of the event is undetermined. (B)(4).